Event description:
Report received of an overdelivery of morphine due to operator error. Reportedly, the pump was programmed incorrectly and the pt received an overdelivery of morphine. The pump was programmed in mg/ml instead of the intended ml/hr. The pt received a larger loading dose than expected, and was reported to be sedated. The morphine was discontinued and the dr was notified. The pt reportedly responded to an unspecified dose of narcan. The customer reported that the event was the result of a programming error and not a pump error. Though requested, there was no additional info available.